Event description:
A malfunction was reported on a customer's pump, but no notable events preceded it. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, as the malfunction code was not resettable. The customer was advised that the new pump would have updated software and was provided with instructions to put the old pump into storage mode and return it to tandem. The customer acknowledged the guidance provided and understood the instructions.